Event description:
It was reported that during surgery the device did not stay on. No harm or delay were reported to have occurred as a result of the incident. No damage to a taken graft, and another device was used. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been submitted under (B)(4). Updates were performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10 review of the most recent repair record determined the unit was out of calibration and the motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm, screwdriver, and width plates failed. The motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm, screwdriver, and width plates were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.